Event description:
A lab reported that there may be possible cross contamination on the t2 slides. The slide background had parabasal cells, however, there was one group of superficial and intermediate squamous cells present. Based on pt age and clinical presentation, the lab felt these cells should not have been present. Customer and hologic is working on this issue and deciphering what the next steps will be.